Event description:
A malfunction was reported on a patient's pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. The pump's malfunction code was resettable, and the issue did not recur after the reset, allowing the customer to continue using the pump. There was no need for third-party assistance, and no further technical support action was required.